Event description:
Patient reported right side"severe abdominal pain, bloating. It comes and goes still. Now I have a migraine every single day. My eyes are so sensitive to light... I am so sluggish, fatigue.... My hands and feet go numb for no reason at all my neck hurts a lot... My body feels like I'm 60 years old. My mental clarity is so cloudy, I have such bad anxiety... My body is puffing pudgy everywhere. I'm either very cold, or out of nowhere I will have this wave of heat go over me and my neck and chest and cheeks become so red and hot... The white part of my eyes blood red. Despite came yesterday and has grown. It has done this before. And then had this spot a nurse had said it was calcification" patient additionally reported capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5091856, mw5106343. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.